Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was over 600mg/dl at the time of incident and customer treated with injections. Troubleshooting was declined by customer as they did not have time. The customer was advised to call back to further troubleshoot. No further details given.